Event description:
It was reported that a pt underwent an implantation of mesh on an unk date. The mesh delaminated in 2006 resulting in an unspecified adverse event. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Undefined adverse events occurred. Delamination. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.